Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Only the converter top was received. The converter circular seal was cut on the instrument. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an esophagectomy procedure, when the atraumatic grasper was put into the trocar, the seal split. Another device was used without further consequences. No patient injury or ill-effects. Patient current status reported as ok.